Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter and ruby coils. During the procedure, the physician experienced difficulty while advancing a ruby coil through the slim microcatheter and it was removed. The physician attempted to advance a new ruby coil through the slim microcatheter; however, resistance was met. The proximal shaft of the slim microcatheter was found to be kinked and it was removed. Upon removal from the patient, the slim microcatheter became fractured. The procedure continued successfully using a new microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.this MDR is associated with MDR 3005168196-2015-00679 and 00681. Device discarded by hospital.